Manufacturer narrative:
Evaluation results: the device was received with scratches and indentations on the exterior housing. The battery door is missing and one of the dust covers underneath the battery slot is broken. Evaluation found the unit has power with batteries but does not sound when in use with sensor pad and magnet due to a faulty speaker. This loss of functionality would result in the alarm's failure to alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit has been in use for over 5 years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarms will not power on. Batteries have replaced with a new supply. The date the issue was discovered is unknown and no patient incident or injury was reported.